Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was broken and failed to close. The field service engineer (fse) confirmed the rail bearings were completely loose and determined the entire drawer needed replacement. The drawer was removed, replaced with a new half-height enhanced drawer, medications/cubies were reloaded, and the system was successfully reconfigured. Hardware test application tests on main 3.1 and 3.2 and a customer self-inventory count were completed successfully with no issues. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken and would not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.